Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field 11/2/2016. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customers' indicated failure mode of green foreign matter on needle with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode from photos.

Event description:
It was reported that the needle from a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection set had some green foreign matter on it. No serious injury, blood to mucous membrane exposure or medical intervention was reported.